Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after performing a supply change, the customer observed that the insulin gauge adjusted from a fill estimate of over 120 units (+120u) to a fill estimate of over 60 units (+60u) within a few hours. Blood glucose level was 154 mg/dl.